Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted. Subsequently, the cassette was changed to a new cassette to resolve the issue. No patient consequences were reported. No adverse effects were reported.